Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewers (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the left eye of the surgeon side console (ssc) had no vision. The touchscreen monitor displayed colored bands on both screens. The intuitive tech support engineer (tse) requested that the ssc be restarted using the hard reset switch, and that the blue fiber cable (bfc) and ssc connector be cleaned, but the problem persisted. The tse then asked that the system be powered on without the bfc connected to the ssc, but the issue persisted. The procedure was aborted, with no patient involvement.